Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received yet at our facility. The DHR (device history record) review showed that there were no issues related to functional issues neither on the product nor its components during the manufacture of the material. No corrective action can be established at this moment since the product sample or a picture of it is available for evaluation. The customer complaint cannot be confirmed due to the lack of the product sample to perform a proper investigation and determine the root cause. If the physical sample becomes available, this complaint will be re-opened.

Event description:
The complaint was reported as: the customer alleges that the tubing on the device popped during use. Several attempts were made to re-connect the tubing. Another device was used with no further incidents. The patient's condition is reported as fine.